Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose. The customer blood glucose level was above over 300 mg/dl at time of incident and current blood glucose was 418 mg/dl. Customer¿s other blood glucose level was 501 mg/dl. Customer treated with insulin pen and vial. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital. Customer report customer does not allege pump was under delivering. The product will not be returned for analysis.